Event description:
It was reported that outside of surgery that there were problems with the ratchet handle of the device as well as problems with cutting. Poc reported that the device had: "worn bottom roll, calibration issue, damaged comb, and ratchet issue. There was no harm, injury or delay as there was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: france. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: technician verified worn bottom roll, calibration issue, damaged comb, and ratchet issue. Bottom roll and comb were replaced. The unit was recalibrated. The ratchet handle was not working and the gear and screws were replaced. The unit was returned to service. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to device design. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.